Event description:
It was reported that the implantable cardiac monitor (icm) exhibited low battery level prior to the procedure. The icm was not used for the implant. No patient was involved.

Manufacturer narrative:
The reported event of low battery was not confirmed. As received, the device was returned for analysis. Final analysis did not find any anomalies.